Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 469 mg/dl. The customer was treated for high blood glucose with shots. The customer was advised the 2 high blood glucose rule. The customer completed the troubleshooting. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose was 46 mg/dl. The customer change set.